Event description:
I bought a tampax menstrual cup set. I bought it online as they are sold abroad - in the USA and europe. In (B)(6) they are sold once imported. (B)(6) it consisted of regular flow and heavy flow cup. When I was using a heavy flow cup, it got stuck. I struggled for hours to get it out, without success. After a sleepless night, I needed to go to the doctor to get assistance. The gyno also had problems with taking it out. It was almost impossible. After a lot of pain and struggle the doctor managed to take out the cup, leaving me traumatized. I was on the verge of going to the hospital to have it surgically removed under anesthesia - this is the advice the doctor had to offer when she wasn't able to remove the cup. This left me shocked. I contacted procter & gamble and described the issue. I highlighted that the cup has a faulty design, that it doesn't contain safety thread/circle tip, which would allow to grab it more easily. Many times I mentioned the suction which is far too strong for such a cup to be available for women as it causes internal damages and makes it very hard to withdraw the cup. Even with doctor's assistance. I also found many comments online by women who experienced a similar situation - very difficult cup removal, which in my case was hazardous. The company offered me a compensation for the bought product (which is enough for covering the fact that my cup was lost in gyno's trashbin but not the fact that I suffered physical and psychological trauma, enormous stress and felt pain long after the cup removal). And this is not the money which can compensate days of correspondence, stress, and pain in seeking justice and wanting the company to take responsibility for putting the product on the market. This is a dangerous device - there will be more cases like mine, and can leave younger girls than me traumatized even more. The company doesn't care much about the issue. The tip is too short and flimsy, it's very difficult to grab it (and doesn't have the safety thread or any safety removal device). It's also too rigid and wide. The pressure it creates inside the woman's body is better for sucking bathroom furniture to the wall than delicate feminine parts. It can (a my example showed) send you to the hospital for the surgery or damage your cervix and vagina during the struggle of taking it out. The company should be pressured to change this product - redesign it. And not sell it as a perfectly safe device - because it is not safe at all. I went to the gyno and with a lot of struggle the cup was removed. I didn't have any test, just a procedure requiring usage of tools and gyno's experience. FDA safety report ID # (B)(4).